Event description:
It was reported that loss of connection occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of loss of connection is reportable based on defect was not found to be the transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).